Event description:
It was reported the patient no longer had stimulation in his right leg. The sjm representative met with the patient for reprogramming, but was unable to resolve the issue. An x-ray was taken which revealed the lead had migrated. Follow up identified the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.